Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported hole in the bending sheath cover could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation, the customers allegation, was not confirmed. The bending sheath cover was not broken/torn/ruptured, and no metal was protruding. Additional findings include the following: deformation of the lock engagement knob was identified. The lock engagement knob rotated concurrently. The switch button one had a cut, the scope cover was deformed, and the grip was deformed. In addition, the scope body had a crack, the suction cylinder was deformed, the light guide cover glass had discoloration due to water leakage and the scope identifier had corrosion due to water leakage. The electrical connector had corrosion due to water leakage, the plate had corrosion due to water leakage, the plate had corrosion due to water leakage due to pinching on the bending section cover. Water tightness was lost due to damage on the ultrasonic probe. The displayed ultrasound image was defective with missing elements due to damage on the ultrasonic probe. A noise occurred in the ultrasound image due to damage on the acoustic lens. The displayed ultrasound image was defective. The light guide lens was cracked, the adhesive on the bending section cover was detached and the connecting tube had buckling due to wear of angle wire. The bending angle in down direction did not meet the standard value due to a pinhole found on the ultrasonic cable. Water tightness was lost due to a cut on ultrasonic cable. Water tightness was lost and the ultrasonic cable and universal cord both had buckling. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the sheath cover on the ultrasonic gastrovideoscope was perforated. There was no reports of patient harm or injury associated with this event.